Event description:
During product evaluation, it was identified that the foam was separated from a minicap. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). The unused device was received for evaluation in a closed pouch. The pouch was opened, and visual inspection revealed that the foam was separated from the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.